Event description:
Profound hypotension after 50 mls of bedside-filtered, pooled (6) platelets. Bp returned to baseline after platelets stopped. Pt preop for laryngeal cancer. This was pt's first blood transfusion. Pt was on ace inhibitor (monopril) and filter was pall purecell pl (pl6t). No evidence of hemolysis, bacterial contamination or iga deficiency.